Manufacturer narrative:
System components: reservoir: model- 720185-01, lot sn- (B)(4), mfg date- 04/06/2011, exp date- 03/21/2013, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.